Event description:
It was reported that the customer received a low battery alert on the insulin pump. The customer stated that, initially, the battery was half done after a couple of days. The customer's most recent new battery was placed in the insulin pump the day prior and, at the time of the call, was almost completely done. The customer also kept receiving button error alarms. The customer's blood glucose was 134 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the button error alarm. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window, a cracked reservoir tube, and a cracked case near the display window corners. The pump had no button response due to an open connector on the lcd board. Unable to confirm the unexpected low battery alarms due to the keypad anomaly.